Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after running out of insulin, then resumed therapy using a contact/detach 23"-6 mm infusion set and received guidance to prime tubing and monitor glucose; no pump alerts or occlusion alarms were reported, drops were observed during fill tubing, and the user later noted improvement. Symptoms included elevated blood glucose over 400 mg/dl without ketone testing or acute complications. Outcomes included no medical intervention, no hospitalization, and correction with 45 units of subcutaneous insulin by pen. Investigation included remote troubleshooting, tubing disconnection, priming verification with observed drops, and monitoring with consideration to replace the infusion set if glucose did not decline. Investigation of this case revealed no confirmed device malfunction or occlusion and no component failure identified, with hyperglycemia temporally associated with missed insulin before resumption of therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear.